Event description:
It was reported that an alarm followed by multiple occlusion events occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, while replacement supplies were sent to maintain customer satisfaction.